Manufacturer narrative:
Investigation completed 2/22/2017. Method: DHR review, failure analysis. Device history record reviewed for this product ID work order / lot/ serial # 1462580 /(B)(4) manufactured on 07/28/2016 shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Engineering confirmed the presence of a minute amount of dark residue inside the root of the fourth thread on the torque screw for the clamp base. Without magnification, the spot was almost non-visible under 25 x mag (note: this blemish did not violate the drawing limits or any specification) conclusion: engineering confirmed the presence of dark debris pressed into the thread root of the torque adjustment screw. This most likely transferred in from the mating part when the torque screw was moved back and forth. A corrective action was opened to address the issue of metal powder /residue being deposited from torque screw movement.

Event description:
During the inspection of incoming goods by the distributor, metal powder was generated on the device. There was no patient contact or patient injury.